Manufacturer narrative:
Customer returned 1 broken and 5 unopened vtb042525 from lot number 0000178515. Using microscope visually checked broken file. No manufacturing defects or markings noted on file. Approximately 2mm of the file was broken off. Using microscope visually checked unopened files. No manufacturing defects or markings noted on files. File measurements previously investigated in pr1686927 and was found in compliance with specifications. Root cause of breakage is unknown. Nothing unusual to report was found during DHR review.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a profile vortex blue file broke in a patient's tooth during use. The event outcome is unknown as of this MDR evaluation.